Event description:
It was reported pericardial effusion with tamponade occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted with 20-25% compression. Over a year later, the patient presented to the hospital with a pericardial effusion with tamponade. The transesophageal echocardiogram (tee) showed the device position was good. A 3mm leak was noted, but this had previously been documented. To treat the patient, they drained bright red blood from the pericardial space. The patient was still in the critical care unit recovering. It was further reported that the patient presented to the hospital with the pe with tamponade on (B)(6) and was discharged on (B)(6). He came back to the hospital for palpitations and was sent home. He was readmitted to the hospital on (B)(6) 2018 for chest pain and had suspected pericarditis. He was discharged on (B)(6) 2018 in stable condition. He had a discharge diagnosis of acute pe, coronary artery disease (cad) and ischemic cardiomyopathy.

Manufacturer narrative:
Date of event approximaed.

Event description:
It was reported pericardial effusion with tamponade occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted with 20-25% compression. Over a year later, the patient presented to the hospital with a pericardial effusion with tamponade. The transesophageal echocardiogram (tee) showed the device position was good. A 3mm leak was noted, but this had previously been documented. To treat the patient, they drained bright red blood from the pericardial space. The patient was still in the critical care unit recovering.